Event description:
The customer called to request assistance in setting the bolus wizard. The customer was using a blood glucose meter and wanted it to communicate with the device. Days later, the customer called back and stated that she is in the hospital. The customer stated that she was trying to use her old insulin pump and few hours later, her blood glucose went up to 500 mg/dl. The paramedics were called and took the customer to the hospital for diabetes ketoacidosis. Troubleshooting was performed. Ran a self test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.